Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected result was obtained from a single level of vitros liquid performance verifier (lpv) ii fluid, lot x9323, using vitros ammonia (amon) slide lot 1018-0257-7614 on a vitros xt7600 integrated system. Vitros lpv ii amon result of 141.9 mol/l vs. The expected result of 178.0 mol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation concluded that a lower than expected result was obtained from a single level of vitros liquid performance verifier (lpv) ii fluid, lot x9323, using vitros amon slide lot 1018-0257-7614 on a vitros xt7600 integrated system. The assignable cause of the event was determined to be an instrument related issue likely due to contamination of the microslide incubator. Vitros amon within run precision testing was unacceptable and atypical within-lab vitros amon qc performance was observed on the amon slide lot. An ortho field engineer performed maintenance actions to the microslide incubator subsystem that included cleaning the cm/rt evaporation caps and the microslide incubator rotor and slots with a 1:1 mixture of isopropyl alcohol and distilled water. Following those actions acceptable within-run amon precision results were obtained indicating the vitros xt7600 integrated system was performing as expected. The cause of the microslide incubator contamination was not determined. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros amon slide lot 1018-0257-7614. Email address for contact office in field above is (B)(6).